Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited elevated sensing integrity counter (sic), over-sensing of mirror image noise and a lead insulation breach. It was further reported that the right atrial (ra) lead exhibited mirror image noise and an insulation breach. The rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported both the ra and rv leads were reprogrammed.